Event description:
It was reported that this pacemaker exhibited high pacing impedance out of range (oor) measurements on the right atrial (ra) lead, which triggered to lead safety switch (lss) from bipolar to unipolar mode. The patient was brought to an office check and the lead was reprogrammed to unipolar mode and the impedance measurements were in range, then reprogrammed to bipolar mode and the measurements were still in range. Noise was also observed during isometric testing. The electrocardiogram showed a lot of atrial noise before, and after the lss. Additionally, it was noted that the pacemaker recorded signal artifact monitoring (sam) episodes due to suspected noisy signals from electromagnetic interference (emi). This resulted in the minute ventilation (mv) feature being automatically disabled. The ra lead is 20 years old. It was suspected that the ra lead is likely to have lead integrity issues causing noise and high oor impedance intermittently in bipolar. Currently, this product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited high pacing impedance out of range (oor) measurements on the right atrial (ra) lead, which triggered to lead safety switch (lss) from bipolar to unipolar mode. The patient was brought to an office check and the lead was reprogrammed to unipolar mode and the impedance measurements were in range, then reprogrammed to bipolar mode and the measurements were still in range. Noise was also observed during isometric testing. The electrocardiogram showed a lot of atrial noise before, and after the lss. Additionally, it was noted that the pacemaker recorded signal artifact monitoring (sam) episodes due to suspected noisy signals from electromagnetic interference (emi). This resulted in the minute ventilation (mv) feature being automatically disabled. The ra lead is 20 years old. It was suspected that the ra lead is likely to have lead integrity issues causing noise and high oor impedance intermittently in bipolar. Currently, this product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Explant performed. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited high pacing impedance out of range (oor) measurements on the right atrial (ra) lead, which triggered to lead safety switch (lss) from bipolar to unipolar mode. The patient was brought to an office check and the lead was reprogrammed to unipolar mode and the impedance measurements were in range, then reprogrammed to bipolar mode and the measurements were still in range. Noise was also observed during isometric testing. The electrocardiogram showed a lot of atrial noise before, and after the lss. Additionally, it was noted that the pacemaker recorded signal artifact monitoring (sam) episodes due to suspected surgical electromagnetic interference (emi). This resulted in the minute ventilation (mv) feature being automatically disabled. The ra lead is 20 years old. It was suspected that the ra lead is likely to have lead integrity issues causing noise and high oor impedance intermittently in bipolar. Subsequently, a revision procedure was performed and the pacemaker was explanted, while the ra was surgically abandoned. Both product were successfully replaced. No additional adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.